Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway h10: d4 (expiry date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure via the left side approach, during the flushing process, debris was allegedly found to be scattered in the lumen of the filter before the filter enters the patient's body. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure in the supine position via the left side approach, during the flushing process, the debris was allegedly found to be scattered in the lumen of the filter before the filter enters the patient's body and is released. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one femoral denali filter kit for evaluation. The kit included one 8f dilator, one introducer sheath loaded onto the 8f dilator, one pusher catheter, one touhy borst adapter, one filter storage tube and one filter. During visual evaluation, appeared to be partially inserted into the filter storage tube. No other anomalies were observed. On functional testing, no anomalies were noted to both the distal tip of the dilator and distal end of the introducer sheath and the complaint samples were noted to be clean. Two electronic photos were provided and reviewed. The photo shows that the filter delivery system. The filter was noted to be inside the filter storage tube. Also, the healthcare personnel holds the dilator along with the syringe. No debris/contamination can be seen in the device or filter. Therefore, based on the photo review the reported device contamination with chemical or other material cannot be confirmed. Therefore, the investigation is unconfirmed for the reported device contamination with chemical or other material as the complaint samples were noted to be clean. A definitive root cause for the device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure via the left side approach, during the flushing process, debris was allegedly found to be scattered in the lumen of the filter before the filter enters the patient's body. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one femoral denali filter kit. The kit included one 8f dilator, one introducer sheath loaded onto the 8f dilator, one pusher catheter, one touhy borst adapter, one filter storage tube and one filter. During visual evaluation, appeared to be partially inserted into the filter storage tube. No other anomalies were observed. On functional testing no anomalies were noted to both the distal tip of the dilator and distal end of the introducer sheath and the complaint samples were noted to be clean. Two electronic photo was provided and reviewed. The photo shows that the filter delivery system. The filter was noted to inside the filter storage tube also the hcp holds the dilator. Along with the syringe.no debris/contamination can be seen in the device or filter. Therefore, based on the photo review the reported device contamination with chemical or other material cannot be confirmed. Therefore, the investigation is inconclusive for the reported device contamination with chemical or other material as the complaint samples were noted to be clean. A definitive root cause for the device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.